Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had placed a impella cp pump to support a patient with known hodgkin lymphoma, congestive heart failure and aortic stenosis. The team noted an access site bleed. The bleed was treated by the redressing of the site and re-sutures. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related, . Impella redressed and re-sutured to achieve hemostasis as per the clinical description provided. The following have been reported incorrectly on manufacturer device report 1220648-2024-22941. E4 should have been left blank. G1 reporting contact email.